Manufacturer narrative:
The field service engineer (fse) contacted the customer by phone to troubleshoot the issue. There was no examination of the system by a MFR representative. No specific root cause was determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system after the automated weekly flowcell maintenance procedure was performed. The results were reported out of the laboratory. The customer then recalibrated the system and ran quality controls. The results are within the lab specs. The customer then retested the samples and issued corrected reports. A total of five events were reported during the week of (B)(6) 2008; however, specific details relating to each was not provided. The customer has not received any reports of any changes to the care or treatment of the pt. There were no reports of any injury or medical intervention to prevent or preclude serious injury.